Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned to baxter and an evaluation was performed. Evaluation was unable to reproduce the reported symptom system error 105, but it was experienced at power-up of the device. Evaluation determined the cause to be a failed motor flex. The failed motor assembly was replaced.

Event description:
It was reported that a spectrum pump alarmed system error 105. Any patient involvement, injury or medical intervention is unknown.